Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was visually inspected internally and externally. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that a metal particle was found inside the patient and was safely removed during the same procedure. The customer requested to check whether it might be part of the instrument. The monopolar curved scissors instrument had a damaged black wire. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site was unable to visually identify the origin of the metal fragment, which resembled a wire tip, and could not confirm if it was from a da vinci instrument. Three different instruments (monopolar curved scissors, prograsp forceps, fenestrated bipolar forceps) were used and will be returned for evaluation, but the specific instrument involved was not determined. Pre-use inspections revealed no abnormalities or damage, and the surgeon reported no functional issues during the procedure. Although there was contact between instrument tips, details such as the exact surgical task during fragment fall, cause of breakage, duration of instrument use, retrieval method, and confirmation of all fragments being removed remain unknown. No additional surgical procedure was needed to retrieve the fragment, and the operation was completed robotically. Patient injury, related complications, and post-operative imaging for fragment detection were all reported as unknown. Both the instruments and the retrieved fragment will be returned to isi for review, but no photographic or video documentation is available.